Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively. It was reported that a prong was removed from the medium tracker and it was broken. The surgery was completed with navigation and there was no known impact on patient outcome.there was no delay to procedure.